Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's navigation ring was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips authorized service provider (asp) reported that the phenomenon, in which the navigation ring did not respond was not confirmed. The asp replaced the front bezel as a prevention, and the phenomenon was resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed front bezel was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. The pil technician verified the navigation ring located on the top right portion of the front bezel operates as expected. The navigation ring passed testing on the preload tester. In addition to the previous, with the nav ring connected to the stb during unit operation, the navigation ring provides a consistent increase and decrease of numerical setting choices in a linear fashion when used. The pil technician also verified that the switch panel power assembly power on button and all light emitting diode (led) associated with the switch panel power assembly of the front bezel operate as expected. In addition, the technician did not note any physical damage on the bezel, navigation ring, the accept button or the membrane that houses the power switch, battery led and the alarm led. The conclusion of the failure analysis resulted with no problem found.